Manufacturer narrative:
Initial trend analysis for lot 55084 was conducted, no malfunctions were found. This is the only complaint for lot 55084. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that pen needles with lot number are not comfortable to use. End user believes that it is the gauge size that is causing the discomfort.

Event description:
End user reports that pen needles with lot number 55084 are not comfortable to use. End user believes that it is the gauge size that is causing the discomfort.

Manufacturer narrative:
Initial trend analysis for lot 55084 was conducted, no malfunctions were found. This is the only complaint for lot 55084. No abnormalities were found during inspection of DHR of lot 55084, user was provided with 31g pen needles for more comfortable injected.